Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak from the cassette after ending the patient¿s peritoneal dialysis (pd) treatment. The pdrn stated that they noticed wetness around the cassette area. The patient completed their treatment. Upon follow up, the pdrn stated that the leak was discovered at the end of the treatment during the patient¿s pd training. The fluid leak was discovered in the cassette door after removing the cassette. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient¿s cycler was not replaced. The patient is continuing with peritoneal dialysis on their original cycler without issue and without reoccurrence of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.